Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer dropped the insulin pump and and pump alarmed to replace the battery despite of having the battery for only 2 days. The customer also received battery failed alarm and found the pump display blank. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for cosmetic damage and found damage on the pump battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. After battery installation, pump received with blank display. Unable to perform the displacement, sleep current measurement, active current measurement and self test or verify, low battery, failed battery and battery power loss alarm and unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection found no moisture damage on the electronics, battery tube, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage and pillowing keypad overlay. Unable to confirm battery power loss, low battery, off no power alarms and unable to download history files and traces due to blank display. Unit blank display is isolated to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.